Event description:
The facility's technical support services returned an infusion pump for service with an 812:02 failure code. The facility stated at the time the pump was sent in, that there was no report of any patient incident or medical intervention as a result of the failure. No additional contact information was provided. Although attempts were made to obtain additional information from the reporting facility, details were not available regarding patient status, medical intervention, patient injury, age of patient, medication involved or the set up of the infusion device.